Event description:
The customer reported that an 840 ventilator had a blank screen while in use on a pt. The pt was not harmed or injured as a result of the event. The customer reported to have replaced the power supply. Covidien was not authorized to service the device.